Event description:
The customer observed smoke coming out from the electrical panel of the laboratory's architect power supply. The customer indicated that the ups showed a failed signal and service was requested to connect the ups directly to the laboratory's line. No injuries were reported and no impact to patient management was reported.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
Product evaluation was performed in order to evaluate this issue. A product labeling review found the architect system operations manual contains adequate information for the described issue. A historical quality data review of 12 months of complaint data did not identify a non-statistical or adverse trend of an architect c4000 220vac ups issue. Abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. Based on the evaluation results, no system deficiency was identified related to the malfunction reported by the customer.